Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a replace battery now alarm. The customer¿s blood glucose level was 110 mg/dl. The customer reported that alarm occurred less than 10 hours from low battery. The troubleshooting was not performed for replace battery now alarm. The insulin pump will be returned for analysis.